Event description:
It was reported that during the use of the device for a non-clinical activity, the flow sensor was causing intermittent flow alarms. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) evaluated the unit and found that the flow sensor latch mechanism was able to secure the tubing, but the spring action of the latch was not functioning. He replaced the flow sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the spring latch on the flow sensor was defective. When the pst pressed the latch to open it and inserted the tubing the latch did not retract as it should. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.